Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00229. The roller pump that became the new arterial pump was used for ten minutes and then the display screen "went white". They had a flow sensor configured as they use routinely for roller pumps and they could read flow on the central control monitor (ccm). They used different flow meter to finish case from the centrifugal module. The field service rep (fsr) arrived at the customer site and found plug not inserted all the way in. He "clicked" it incorrectly and the display has been working all day for the customer. The fsr also opened roller pump and checked all connections (all were tight). He reconnected all connections for proper connectivity. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump local display went white. Pump was being used as vent pump swapped with arterial which stopped. The device was not changed out. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(6) 2014: during cpb, there was an issue with the function of the arterial pump (see MDR #1828100-2014-00229) and the pump was changed out during cpb. This changed pump was functioning without issue in the first ten minutes (since being used as the replacement arterial pump) and the local display turned a white color. The perfusionist (ccp) was using a flow sensor to measure the actual flow and in spite of the "white local display", the measured flow was displayed on the central control monitor (ccm) (as configured). Pump speed changes were able to be made and the ccp was aware of the actual blood flow rate the remainder of the procedure. There was no other issues reported after this event.